Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2016. The cause of death was a heart failure. It was reported the customer woke up feeling strange and checked her blood glucose reading. Blood glucose reading was 500 mg/dl. The customer was treated with insulin and blood glucose lowered to 300 mg/dl. The customer was not feeling well and the ambulance was called. The customer had passed away once the paramedics arrived. The caller stated that the customer had a history of chronic obstructive pulmonary disease. The customer had also fallen in 2006 and broke her hips. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.